Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn. Troubleshooting was performed for the unable to pair the device and the serialized device be replaced. Troubleshooting was performed for the sensor signal not found/cannot find sensor signal/lost sensor/loss of communication and the customer deleted the transmitter serial number from the pump and repaired it. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. The customer stated the led light blinked when connected to the sensor but the transmitter was not communicating to the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.